Event description:
This event was reported as valve explanted due to endocarditis and infection into aortic root, source unknown. Operative report states 'the valve prosthesis itself appeared perfectly normal and functioned well'; no further information was provided.